Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch (lss) was triggered due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2,000 ohms. Myopotential noise was also observed. The patient is not pacing dependent and pacing in the rv was less than 1%. All other lead parameters were in range. The pacing and sensing configuration was reprogrammed back to bipolar from unipolar on the rv lead, and x-ray imaging was recommended by technical services. No adverse patient effects were reported. This product remains in service.